Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. There was clear surgical residue/debris on product. Visual inspection found the optic torn, haptic torn/broken/bent/deformed, and foreign material on lens surface (residue on lens). (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -5.50/+4.50/094 (sphere/cylindar/axis) into the patient's left eye (os). One day post-op it was discovered that the lens tore/broke before or during loading. The reported cause is user/technique error. On (B)(6) 2018 the lens was exchanged with an alternate lens. The problem was resolved.